Event description:
The patient was noted to be in asytole on telemetry monitor. However, patient was still awake when nursing arrived, but was becoming symptomatic. The patient was put back in bed and emergency button on temporary pacer pressed. The pacer turned back on and worked appropriately. All connections were secure. The pacer was replaced and sent to clinical engineering. Later learned that the pacer was dropped on the floor the day prior. The cardiac newsletter will advise staff to change out temporary pacers if they are dropped.